Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 68-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the urine was dark. Impella flows on p-8 with no alarms. An echocardiogram was ordered and the team to wean the impella. After 14 hours on support, the device was removed. The post-procedure outcome is survived at explant. The impella functioned at p-8 at 3.3 l/min as intended with d5w heparin in the purge solution. Hematuria can be attributed to the impella's anticoagulation and purge requirements.